Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to exhibiting multiple failed shocks for ventricular tachycardia (vt). It was noted that this lead was implanted very shallow and the shock coil was draped across the tricuspid annulus. A new lead was placed in a more distal apical location with successful defibrillation threshold (dft) testing. No additional adverse patient effects were reported.